Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, it was reported that the cinch sutures broke due to over ratcheting of the holder. A second 29mm valve of the same model was used, and the cinch suture also broke on this device due to over cinching of the valve. It is unknown what device was ultimately implanted in the patient. No additional adverse patient effects were reported.

Event description:
Additional information was received that reported the physician, "cinched the device enough times, just as they would be doing it". It was further reported that the devices were not able to be sutured and tested due to the cinch suture breaking, and the procedure was prolonged by this as a new device was needed. It was also reported that a device of a different manufacturer was ultimately implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6 - fdm, fdr, fdc codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve is discolored, showing evidence of blood contact. The valve holder was not received with the valve. Tiny abrasions noted on the myocardial tissue within the inflow margin of attachment adjacent to the right non-coronary inferior coaptive area appears to be associated with a sharp object such as forceps. A tiny tear is noted on the sewing ring adjacent to the left cusp on the inflow. A tear is observed in the stent cloth on the back of the left right stent post. All leaflets are flexible and intact. All commissures are intact. Although the valve holder was not returned with the valve, the tears noted in the sewing ring and stent cloth shows evidence off a valve holder. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.